Event description:
The surgeon reported that a pt had a primary operation in 2003. He furtehr reported that the pt then started to complain of pain and swelling in the knee joint 2005. He stated that 8 mons later an arthroscopy was done and he saw problems with the implant so a revision was carried out 2006. He further stated that upon removing the implant, it was found to have flakiness, detamination, and cracks.